Event description:
As reported, when inserting a 5f mynx control vascular closure device (vcd) into the unknown sheath, it sheared the plastic near the balloon. A second mynx was opened to complete the procedure. The device was used for an interventional radiology (ir) arterial embolization for a bleed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, when inserting a 5f mynx control vascular closure device (vcd) into the unknown sheath, it sheared the plastic near the balloon. A second mynx was opened to complete the procedure. The device was used for an interventional radiology (ir) arterial embolization for a bleed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The procedural sheath and the syringe were not returned for evaluation. The stopcock was observed opened, and the balloon was found fully deflated. The sealant remained in its manufactured position, exposed to blood, and fully covered by the inner sealant sleeve. The outer sealant sleeve was observed to have been severely frayed/split/torn condition outward as received. A dimensional test was not performed on the returned device due to the severely frayed/split/torn condition observed in the sealant outer sleeve assembly. Per microscopic analysis, visual inspection at high magnification revealed that the sealant remained in its manufactured position, exposed to blood, and fully covered by the inner sealant sleeve. The outer sealant sleeve was observed to have been severely frayed/split/torn condition outward as received. The reported event of ¿mynx control system-separated¿ was not confirmed through analysis of the returned device as there were no device separations noted; however, there was a frayed/split/torn condition noted of the sealant sleeves. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no separations of the device noted. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) may have contributed to the frayed/split/torn condition noted of the outer sealant sleeve. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h11. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.